Event description:
Upon preparation to hang IV solution with administration set, particulate was noted in the administration set drip chamber. Solution/and set was not used, and immediately returned to central supply for reporting action solution and administration set suspect.